Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump exhibited double beep for no cassette. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. Customer's reported problem was confirmed. Pump was found to be "double beeping" after power up when batteries are inserted. Found fluid ingression on pump by the chassis base of the downstream occlusion sensor which possible causes the "double beep no cassette" issue. Actions/repairs were done to correct the reported problem: downstream occlusion sensor was replaced.